Event description:
On 19-feb-2025, a severe hypoglycemic event occurred on 18-feb-2025, with the user's blood glucose (bg) dropping to 34 mg/dl. The event lasted approximately 40 minutes, during which the user lost consciousness. Ems was called, and the user was admitted to the hospital, where they received IV fluids. The user was discharged from the hospital on (B)(6) 2025. The user's caretaker was unsure of the cause of the hypoglycemia, as they were not present when the event occurred. The user was found unconscious, and the blood glucose at the time of discovery was confirmed to be 37 mg/dl. The user has since returned to the care facility.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.